Event description:
User reports getting discrepant ise results for two patient samples when compared to results from another analyzer - same methodology. Only one patient sample was provided as an example. Initial sodium resulted at 98 mmol/l; repeat gave 138 mmol/l. Initial potassium resulted at 2.8 mmol/l; repeat gave 3.9 mmol/l. Erroneous results not reported. The field service representative determined the cause to be a clot in the ise mixtower, and cleaned the ise mixtower. Performance tests were performed which were within specifications.